Manufacturer narrative:
Based on the available information and the testing conducted, it was determined that the cause of the reported problem was a damaged battery, and the reported problem has been confirmed. The asp provided their visual inspection findings; however, we are unable to confirm the final disposition of the device because the customer refused philips' repair service and declined to pay for the repair. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's battery is faulty. There was no patient involvement.